Event description:
During a pacemaker lead extraction, the tip of lead being extracted became detached from the wire. The lead tip was visualized to float around the right atrium and travel out into the ivc. An image acquisition was performed and the tip appears to be lodged in the lower right upper quadrant.